Event description:
The customer reported that the device would not charge or shock via internal paddles. They also stated that there was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported that the device would not charge or shock via internal paddles. They also stated that there was no negative pt impact. Philips (B)(4) evaluated the device and verified the reported failure. The therapy pca was replaced to resolve this issue. The device passed all standard performance verification and testing and was returned to service.